Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that implant battery was not sewn into place anymore and was more close to their spine. Patient confirmed that the implanted battery had shifted about a month ago. Patient mentioned that they told their doctor about it and noted that the soonest that they could get in was august and confirmed they had an appointment. The patient stated that they were having issues charging their implant and that it was not charging like how it should be. Patient stated that they had to put the recharger antenna directly on their skin in order to charge the implant, and that the controller itself would have to be up against their skin to check the device. Patient reported that now the implant didn't want to charge and the slightest movement would cause issues. Patient stated that they couldn't use the belt to charge their implant. Patient said that it should have been so much easier. Patient also mentioned that they usually charged the implant at night. Patient provided some conflicting information in regards to the event date. Patient first stated that it had been like this for a few weeks (agent understood as issues in charging the implant) but when asked for the event date, patient stated that it had been a while but that they didn't really remember. Agent was unable to go through troubleshooting with the patient as they didn't have their external equipment with them.

Event description:
Additional information was received. The pt reported the doctor did not determine the cause of the ins shifting and the charging issues. The doctor redirected the pt to see a manufacturer representative (rep). The doctor wants to give it 3 months to see if the scar tissue will help keep it in place. The pt noted they still could not get the ins to charge properly; so the issue was not resolved yet. The pt provided their weight.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.